Event description:
This device has no known product status. A call to technical services placed on (B)(6) 2013 states that this device is for extraction due to patient infection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).